Manufacturer narrative:
Device evaluation details: the device was returned for evaluation. The returned device's visual inspection and magnetic sensor functionality test were performed following johnson & johnson medtech procedures. Visual analysis revealed a hole on the surface of the pebax, reddish material inside, and internal parts exposed. A magnetic sensor functionality test was performed, and no malfunction was found. The icon was visualized in a normal position. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the waggling icon reported by the customer; therefore, the customer complaint was confirmed. The instructions in the carto 3 system for use contain the following recommendations: improperly positioned patches may increase the chances of a virtual magnetic reference move unrelated to patient movement. This could also result in inaccurate catheter visualization. For the damage on the pebax, the catheter instruction for use (IFU) contains the following warnings and precautions: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications, this product issue will be addressed through the quality system. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under [p030031/s078]. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that during the operation, the icon was waggling on the carto system screen. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported waggling icon issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 10-apr-2025, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish-brown material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.